Event description:
Routing complaint investigation when a consumer reported receiving imprecise sequential readings over an unknown amount of time on the sof-tact blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zones showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.